Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-04-20. H.6. Investigation summary: bd received 66 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for poor barrier separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after centrifugation bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin it was discovered that there was insufficient clot activator additive. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that item 368774 - rst hemogard 13x100 5.0 ml, lot # 221127, barrier formation failed after centrifugation.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As sekisui is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin it was discovered that there was insufficient clot activator additive. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that item 368774 - rst hemogard 13x100 5.0 ml, lot # 221127, barrier formation failed after centrifugation.